Event description:
It was reported that allegedly the tip of a sheath for a g2 filter placement was crinkled to one side causing injury to the access site. The physician used a femoral approach and measured the vena cava as 23-24mm, prior to the procedure. Allegedly, the condition of the tip of the sheath was in question, and said to be crinkled to one side. The physician had to make a second nick at the site of entry, in order to advance the delivery system. The placement of the filter was accurate and infrarenal. The filter was being implanted on a trauma pt.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The sample has been returned and the eval is currently underway.